Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000166. A medtronic representative went to the site to test the equipment. It was reported that the door switch was not aligned prope rly. The door switch/cable door assembly was replaced, which resolved the issue. The system then functioned within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being installed outside of a procedure. It was reported that this system is showing door open when the gantry is shut. No patient present.